Manufacturer narrative:
This report is being submitted as follow up no. 1 for mfg. Report no. 9681834-2016-00022 to provide an update on the status of this report. The investigation is yet to be completed. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent.

Event description:
This report is being submitted as follow up no. 1 for mfg. Report no. 9681834-2016-00022 to provide an update on the status of this report.

Manufacturer narrative:
The actual device has not been returned to the manufacturing facility for evaluation. For this reason, evaluation code 11 was used in the conclusions section of h6. A follow up report will be submitted within 30 days of this report being sent. A review of the device history record and the product release decision control sheet of the involved product/lot # combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. H3 other text : device not returned to manufacturer

Event description:
The user facility reported a purge line tear on the capiox fx15 device during prime. Follow up communication with the user facility confirmed the following information: the oxygenator was changed out; surgery was completed successfully; and there was no patient involvement.

Manufacturer narrative:
As stated in this report is being submitted as follow up no. 2 for mfg. Report no. 9681834-2016-00022 to provide the retention sample evaluation results. The actual device was not returned to the manufacturing facility for evaluation. Therefore, the investigation was based on the evaluation of user facility information and the retention sample. The packing configuration was inspected and was found that the bonded joint of the blood outlet port and the purge line does not come into contact with any cushion materials in the box. Visual inspection confirmed that the joint of the purge line tube was intact. The investigation results verified that the retention sample was the normal product. There is no evidence that this event was related to a device defect or malfunction and the exact cause cannot be determined. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow up no. 2 for mfg. Report no. 9681834-2016-00022 to provide the retention sample evaluation results.